Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report. On (B)(6) 2018, it was reported that the unit was not cutting properly. The device was powered on and off with no problem. The device was not properly cutting the depth of the skin. The device setting was checked before use on the patient and was set properly. The second attempt also failed to obtain a proper skin graft depth. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. Product review of the air dermatome on (B)(6) 2018 revealed that the calibration was out of specifications at the 0 setting only. The motor speed was within specifications but on the low end of the spec and it made a shrill noise when running. The head and control bar both had visual damage. The customer hose and width plates were not returned for evaluation. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the reciprocating arm, bearings, seal and retaining ring, motor, poppet assembly, gears, damaged head, damaged control bar, calibration shaft, and swivel. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during product review by zimmer biomet surgical it was noted that the head and control bar both had visual damage would prevent the device from cutting as intended. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by zimmer biomet surgical it was noted that the head and control bar both had visual damage. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the unit was not cutting properly. The event occurred during surgery. The device was powered on and off with no problem. The device was not properly cutting the depth of the skin. The device setting was checked before use on the patient. And set properly. The second attempt also failed to properly obtain a proper skin graft depth. The case was rescheduled. No additional patient consequences were reported as a result of this malfunction.